Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem and was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the returned stem is fracture at the neck with surface indications consistent with damage resulting from cement mantle break down. The material analysis report concluded: the exeter stem fractured in fatigue. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined medical records received and evaluation: a review of the medical records by a clinical consultant noted: medical records document a difficult primary arthroplasty in 2011 where present hip deformity with a narrow femoral canal dictated the use of a short stem for fear of excessive leg lengthening if the stem would stay proud of the bone resection level. X-rays confirm an adequate size of the stem but a combination of present stem neck and +8-mm femoral head results in a relatively large offset, higher than the one for the left hip which appears more natural. Otherwise the stem has stable cemented fixation in the bone. The trident cup has a low inclination of 36° with virtually absent anteversion as evident by the near flat line projection of the cup opening circle. Diagnosis:cup malposition in low inclination and virtually absent anteversion in combination with use of a +8-mm femoral neck as used for compensation of reduced stability as a consequence of this cup malposition during trial testing of the devices contributed to an overload condition across the arthroplasty bearing causing fatigue accumulation in the stem neck and ending in a stem neck fatigue fracture. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the cause of the event was cup malposition in low inclination and virtually absent anteversion in combination with use of a +8-mm femoral neck as used for compensation of reduced stability as a consequence of this cup malposition during trial testing of the devices contributed to an overload condition across the arthroplasty bearing causing fatigue accumulation in the stem neck and ending in a stem neck fatigue fracture. The material analysis report concluded that there no material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Exeter c in c stem originally implanted on (B)(6) 2011, fractured just below the head/neck junction. This stem was removed & replaced with another exeter c in c stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Exeter c in c stem originally implanted on (B)(6) 2011, fractured just below the head/neck junction. This stem was removed & replaced with another exeter c in c stem.